Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture ingress behind the display. The reporter denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: there was no visible moisture observed in the display. A battery compartment crack was observed across the grip. The pump failed a leak test due to the crack. The pump was opened and removed from the case and corrosion was observed in the battery compartment. The bolus button was observed to be torn and was hard to push. The bolus button cover was removed and the bolus button plug was off center with evidence of contamination on the bolus button contact. There were no leaks observed in the bolus button during the leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.